Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm identified code 54 in the logs, pointing to the solenoid drive board. The solenoid drive board was replaced and the power recycled several times between tests. Iabp ran without issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6), email address (B)(6); which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had an intermittent error code when turning the iabp on and off between tests. There was no patient involvement, and no adverse event reported.